Event description:
It was later reported that the patient experienced no benefits of the baclofen therapy; the symptoms began 1 week after the pump implant surgery. The hcp increased the pump dose with no effect. The pump was explanted. It was noted "the new implantation of the new pumps seems to be ok".

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pumphead/pump tube binding. During analysis an additional troubleshooting was performed by setting the pump at the infusion rate the patient was receiving and then technician monitored the logs in a body temp oven for an additional 20 days. Pump did not have another stall occur, however further analysis revealed the pump tube outlet portion had an extreme position and appeared to have been pulled into the inlet portion causing high resistance against pumphead. Further troubleshooting by running the motor with inner cover removed and manually rotating pumphead confirmed that the outlet portion of the pump tube had a tendency to be pulled into the inlet side when roller wheels passed over it causing high resistance. Pumphead itself was thoroughly inspected with focus on the rollers; however no roller anomaly appeared to be present.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the motor had stalled without any reason. A rotor test was done on (B)(4) 2012 and it was observed that the rotor did not move. The pump was programmed to minimum rate and oral drugs given to maintain the administration. A pump replacement was planned. Patient outcome was noted as "ok." Drug delivered via the device was lioresal 500mcg/ml. A follow-up report will be sent when additional information becomes available.